Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product/lot information is not available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtainch, a follow-up medwatch will be filed as appropriate.ollow-up medwatch will be filed as appropriate.

Event description:
Article entitled "total knee arthroplasty following intramedullary tibial nailing" written by evan j. Smith, marilyn heng, hany s. Bedair, and christopher m. Melnic published by knee surgery & related research published online/accepted by publisher july 21, 2020 was reviewed. The article¿s purpose was to hypothesize that cases which utilized a staged approach to nail removal wound result in increased wound and mechanical complications compared to cases utilizing a concurrent approach to nail removal. 9 patients were identified that underwent a tka after previously undergone a tibial imn (manufacturer unknown). 8 women and 1 man. All implants were cemented cruciate-retaining implants. 4 were pfc sigma and 2 were attune. The remaining 3 were competitor implants. Cement mfg was not noted for the depuy-synthes implants. Findings below are not broken out by device manufacturer. Radiology films indicate the patella has been resurfaced in at least one patient. Findings: no complications related to wound healing or infection. No revisions performed. 2 patients had arthrofibrotic knees, requiring multiple manipulations. One of the two patients above developed complete joint ankylosis. Depuy products: pfc sigma knee (femoral component, tibial tray, tibial tray insert, and patella). Attune knee (femoral component, tibial tray, tibial tray insert, and patella).